Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-02486; related manufacturer report number: 2017865-2020-02488. It was reported that the patient experienced an infection. The system was explanted due to endocarditis; an echocardiogram suggested vegetation on the leads. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.